Manufacturer narrative:
Film evaluation results are: a review of one post-implant still angio image and six post-implant non-contrast CT images revealed that the patient has an endurant stent graft system implanted. The bifurcate was positioned just below the renal arteries. The shape of the kidney could not be assessed from the images provided. The contra gate opened on the left side. A contra limb was implanted into the contra gate with approximately 2 cm overlap, and was extended into the left common iliac artery. The ipsi limb of the bifurcate was implanted on the right side, and was extended with another limb into the right common iliac artery. Per the calibrated catheter, the proximal od of the bifurcate measured approximately 25 mm. The distal od of the right limb extension measured approximately 10 mm. The distal od of the left limb extension measured approximately 15 mm. The left iliac artery, just distal to the left limb extension, measured approximately 25 mm in diameter. Review of the pre-embolization angio image with contrast injector placed above the suprarenal stent showed contrast flow in both renal arteries. There appears to be lack of seal or apposition between the distal end of the left limb extension and the left iliac artery. There was no evidence of endoleaks observed. Both hypogastric arteries were patent. No other stent graft issues were observed. Review of the post-embolization image showed that the left limb extension was extended with another limb. The left hypogastric artery is not visible in the post-embolization image; it was possibly coiled. Contrast injection showed no evidence of endoleaks. No other stent graft issues were observed. The pre-implant films, pre-implant sizing information, and films during index procedure were not provided. The exact cause of the migration and loss of seal of the left limb could not be determined from the still images provided. It is possible that patient's anatomy, horseshoe kidney and disease progression, dilatation in left iliac artery may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT performed revealed a loss of distal seal of the endurant 16x16x124 stent graft in the left common iliac. The physician stated that the distal end of the endurant stent graft left limb had migrated into the distal abdominal aneurysm sac. The physician also stated that the left limb had dilated post implant of the endurant stent graft. The physician elected to coil the left hypogastric artery. The physician then elected to extend the previously implanted endurant 16x16x124 stent graft by implanting an endurant 16x13x124 stent graft approximately 4 cm into the left external iliac artery. The procedure was completed and the loss of seal as well as the limb migration of the device was resolved. Per the physician, the suspected cause of the loss of seal and limb migration of the stent graft was due to the patient anatomy of a horseshoe kidney and disease progression. No additional clinical sequela e were reported and the patient is fine.